Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced infection at the ipg site 2 weeks after the permanent implant procedure. The ipg site appeared to be red and had pus at the staples. The patient was treated with the antibiotic which resolved the issue.